Event description:
It was reported, that the patient presented remotely via merlin net. Upon review, the right ventricular lead exhibited noise, that was oversensed by the device. No intervention was performed. The patient was stable. And would continue to be monitored.